Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient's device stopped charging and clarified the controller would go black right when they plugged the recharger in. It was confirmed they were able to plug in the ac power supply without the controller going black. The patient examined the recharger and controller port but did not see any damage. A new recharger was requested. No symptoms were reported. Additional information was received from the patient. Patient called back stating that they received the new recharger (rtm). When the patient attempted to charge their controller the controller would not charge. Patient said that the controller light will blink for a split second then stop when plugged into the ac power supply. Patient (pt) said that when they plugged the controller into the ac power supply without the controller battery in the controller, the controller would not turn on even though the ac power supply displayed a green light. A replacement ac power supply was sent to the patient. During call pt mentioned that their check position option in the menu is greyed out and they cannot access that option. Caller was informed that adaptive stim had to be turned on, pt turned adaptive stim on and was able to access the check position option. Pt called back stating that the controller still would not charge. Pt stated that the replacement ac power supply worked twice and then the controller stopped charging from the ac power supply. Pt stated that the ac power supply cord had to be in the controller in a particular position in order for the controller to charge. Pt stated that they left the controller to charge overnight on the ac power supply, however the next day the controller battery was empty. Pt stated that the ac power supply was loose in the controller; pt stated that the recharger telemetry module (rtm) was not loose in the controller. Pt confirmed that there was no apparent damage to the equipment; pt stated that the controller port connector pins and ac power supply connector pins looked normal. Pt stated that they took the battery pack out of the controller and connected the controller to the ac power supply, however the controller would not power on. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# (B)(6). Product type programmer, patient product ID 97755. Serial# (B)(6). Product type recharger product ID 97745ac. Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.